Manufacturer narrative:
Initial reporter city: (B)(6). The synergy xd mr ous 3.00 x 38 mm stent delivery system (sds); catheter was returned for analysis, the following attributes were examined: examination of the crimped stent via scope found evidence of damage with stent struts from the mid to distal stent region were lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-nov 2021. It was reported that crossing difficulties occurred. The target lesion was located in the tortuous mid right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There was no injury to the patient. However, returned device analysis revealed stent damage.